Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while tacking the mesh during a laparoscopic inguinal hernia procedure via total extra peritoneal method, two tackers were used and both failed to fire at an angle. The surgeon did not bend the shaft much while firing but the tacks were not successfully deployed. None of the fired tacks were able to hold correctly onto the tissue. They used another tacker to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.